Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 1 the previous night. The patient was connected at the time of the alarm. There were no patient line extensions being used. The baxter technical services representative (tsr) asked if there was an open clamp on an unused line, and the home patient stated that the clamp was left open. The hp completed therapy using manual supplies. The tsr explained proper procedures, and the rn understood. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that she had gone over proper procedure and that the patient now knows to check the clamps. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.